Event description:
The reporter stated the surgeon inserted an aa4204vl silicone plate lens, but the iol tore as it was pushed through the injector. The lens was removed with no patient injury. A backup lens was implanted. The patient's prognosis is good.